Event description:
Information was received that this smiths medfusion 3500 pump failed plunger clutch testing. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis with a crack in the right plunger case. Review of the device history log revealed that there was a check clutch/ plunger lever error in history. The reported issue of the device failing the plunger clutch test was not able to be determined or duplicated. The clutch half's left and right were replaced with leadscrew and spring as a preventative measure as the parts were over 6 years old.